Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), and manual injection/insulin pen. The event involved product(s) mmt-1884, mmt-213a, mmt-332a, mmt-7040a. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer would discontinue to use of the device, mmt-1884 was requested and the customer response was the device would be returned. No product return is required for mmt-213a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Unit tested with reference test electronics stack pcba2, was able to boot up properly with unexpected critical pum error alarm noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked keypad overlay at select button. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Exposed to moisture confirmed. Unable to verify alleged delivery anomalies due to critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.